Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device stopped working. The motor stopped working. The event timing was during surgery, there was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
The event timing was before surgery. When the machine was switched on the power supply was faulty and the machine didn't work as it should. There was no harm but there was a delay in surgery. Due diligence is complete and no additional information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the motor was not functioning and failed the voltage test. The unit has not yet been repaired as it is awaiting customer approval of quote. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.